Manufacturer narrative:
(B)(4). Four possible lot numbers were provide and were included in the device history review. The device history review for the product auto endo5 ml, lot numbers 73g1500528, 73a1600423, 73a1600582 did not show issues related to the complaint. Lot number 73g1500597 is not related with auto endo5 ml. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The endo clip applier jammed during a procedure. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73h1500297 was manufactured on 08/24/2015 a total of (B)(4) pieces. Lot was released on (B)(6) 2015. DHR investigation did not show issues related to complaint. The customer returned (B)(4) unit of (B)(4) auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned auto endo5 revealed that the tab of the bottom jaw is bent. No other defects or anomalies were observed. (B)(4). A functional inspection was performed by engaging the trigger of the applier using hand pressure to completion. Upon engagement of the trigger, the ratchet could be heard indicating that the internal ratchet of the device is intact. Upon full engagement of the trigger, no clips were loaded into the jaws of the applier. This was repeated two more times with the same results. There do not appear to be any clips remaining in the device. The device was broken open to confirm if clips remain in the applier. Upon removal of the inner channel, it was confirmed that no clips remain in the applier indicating that all (B)(4) clips were fired by the end other remarks: user. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The IFU also instructs t before use, otherwise, patient injury may occur." A corrective action is not required at this time as the sample received and the information provided that the malfunction was discovered during a procedure indicates that operational context caused or contributed to this event. The reported complaint of the applier jammed could not be confirmed as there were no clips remaining in the device. However, the tab of the bottom jaw was found to be bent outwards which could result in jamming. The applier was received with 0 clips remaining in the device indicating that all (B)(4) clips were fired by the end user. The IFU for this product instructs the end user "always check the alignment of the applier jaws before use, otherwise, patient injury may occur." All auto endo5 devices are 100% inspected at the time of manufacturing for proper clip load and closure. It is unlikely that this type of defect would have been present at the time of manufacturing. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event.

Event description:
The endo clip applier jammed during a procedure. The patient's condition was reported as unknown.